Event description:
The customer called into philips to report that a sg error is displayed on the screen and the equipment restarts by itself. The patient was involved but there was no adverse patient impact.